Event description:
Information was received regarding a cadd administration set. It was reported that there was an "air in line" alarm. Client had to shut off the pump which resulted in them missing their 0600h dose. There was no apparent harm to the patient.